Manufacturer narrative:
Date rec¿d by MFR : 01jun2019. A visual inspection of the touchscreen assembly revealed no damage or contamination. During testing of the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll) were determined to be out of specification submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 11apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen failed calibration. The fse replaced the touchscreen and the issue was resolved. The device is pending further evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had an unknown touchscreen failure. The device was in use at the time of the event; however, there was no patient harm. Event date not specified, estimate used.